Event description:
It was reported that shaft perforation occurred. The target lesion was located in the mid left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, when the balloon catheter was backloaded on the guidewire, the guidewire poked out of the side of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed a hole in the inner shaft at 48mm proximal from the proximal marker band and a hole in the outer shaft at 50mm proximal from the proximal marker band. There was also tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft perforation occurred. The target lesion was located in the mid left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, when the balloon catheter was backloaded on the guidewire, the guidewire poked out of the side of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.